Manufacturer narrative:
This instrument has been investigated. On 9-26-17 an ocd field engineer (fe) arrived at the customer site and went through and performed the gripper and camera adjustments. The fe created a new reference image and verified the visio brillo brightness is 119 which is with in specification of 101-128. The fe also complete a pm in accordance with the current service cd guidelines and pm instructions. The customer ran controls and has accepted qc, pm, and repairs. Repairs have returned this instrument to expected operation.

Event description:
The customer reports the provue misread a 1+ reaction as negative for one patient sample that was clearly positive upon visual review. No incorrect results were reported. (B)(4).